Manufacturer narrative:
Multiple attempts for clarification and additional information were not successful. The device was returned for evaluation. Visual inspection revealed no obvious defects. A functional test was performed by clamping the end of the lumen and flushing the device. When flushed through the luer with the red clamp no leaks were noted. When flushed through the luer with the white clamp a leak was noted near the 6 cm mark. Under magnification a longitudinal split in the lumen is noted. The device was further evaluated by medcomp engineering. The condition of the lumen surrounding the tear is indicative of excessive pressure which resulted in the tear. Without a lot number a review of the manufacture records is not possible. A definitive root cause of the failure could not be determined. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) include warnings and parameters for infusion equipment and bolus injections to avoid excessive pressures. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. Insufficient information was provided. Multiple attempts for clarification and additional information were not successful. Without information regarding the specific device and the lot number, a review of the manufacture records is not possible. Without an evaluation of the device a root cause cannot be determined. No investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon shift assessment r fem PICC was hard, red and edematous around the site. The line had continuous lipids and calcium chloride running, along with intermittent arginine infusion. Charge rn and app were notified of the finding. X-ray was obtained. All medications stopped, antidote was given, and line is currently red for do not use. This PICC line was removed and found to be cracked.